Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Event description:
The pt reported that the infusion device shuts down by itself with no warning. On (B)(6) 2012 at 11:26 am w1 was displayed and at 1:00pm e8 (power interrupt) was displayed. Her blood glucose measured 250 mg/dl. She attempted to bolus and the infusion device shut down with no warning. She removed and reinserted the battery and the infusion device restarted. She bolused 6-7 units of insulin and at 3:30pm her blood glucose measured 150 mg/dl. The pt currently has the flu. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.